Event description:
On january 20th 2000 nellcor puritan bennett rec'd info alleging a n20 pulse oximeter had provided high readings. Caller stated the monitor provided readings of 98% sat when the pt's appearance "looked blue". According to the caller when another monitor was used the saturation readings dropped down. The caller reported no pt harm.